Event description:
It was reported that on (B)(6) 2021, angiographic measurements were used to select for a 5/2 amplatzer piccolo occluder to be implanted in a (B)(6) old (B)(6) patient with the following patent ductus arteriosus (pda) dimensions: pda minimal diameter of 2.9 mm, pda length of 6.6 mm and diameter at aortic ampulla of 3.7 mm. The device was prepped and was placed intraductal and released. A couple of hours later, the device had embolized into the right pulmonary artery (rpa). The patient was taken to surgery where snaring of the embolized device was attempted using a 5f terumo diagnostic catheter and a gooseneck snare, however, they were unable to get the device to collapse into the catheter. After several failed attempts of collapsing the device, the physician safely placed the device in the left pulmonary artery (lpa) and exchanged for a new catheter. They beveled the tip of the terumo catheter and reattempted the retrieval, but was unsuccessful. It was decided to take place the device in the lpa, and bring the patient to open heart, where the device was explanted and pda was surgically ligated to resolve the event. The patient remained hemodynamically stable throughout the procedure and is currently stable. No additional information was provided.

Manufacturer narrative:
The investigation results will be provided in the final report.

Manufacturer narrative:
Additional information: g3, h2, h6, h10. An event of "the device had embolized into the right pulmonary artery" of the 5-2mm amplatzer piccolo device was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. A review of the measurements as reported from the field was performed. Per the sizing table in the instructions for use, (B)(4), the correct size piccolo occluder for the measurements provided was a 9-pdap-04-06-l, different than the device chosen for implant. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. A CAPA was initiated for further investigation on the device embolization per internal procedures.